Event description:
It was reported to philips that the system would not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start up. Upon troubleshooting, fse found the system started up only with basic input/output system (bios) starting and did not detect the system disk. To resolve the issue, fse reconnected the system disk signal cables. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.